Event description:
It was reported, during remote follow up. That the implantable cardioverter defibrillator exhibited far r-wave oversensing. Which, resulted in inappropriate mode switch. Programming changes were recommended, but not yet implemented. The patient was stable and asymptomatic.